Event description:
Boston scientific crm received information that, during an implant procedure, this cardiac system had a shock impedance measurement greater than 125 ohms. Several troubleshooting attempts were taken, and the lead was disconnected and reconnected to the device. The shock impedance measurement was still out of range, and a defibrillation threshold test could not be performed. The physician elected to accept the measurement. No adverse patient effects were reported.

Manufacturer narrative:
Prior to the patient leaving the operating room, a single shock impedance within the acceptable range was measured. The available information suggests the system remains implanted without further complication. No further information is available. This report will be updated if more information becomes available.